Event description:
The consumer reported that the device had stopped working and it wouldn't recharge. The patient had a loss of therapy and they had the device removed and replaced. The indication for use was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.